Manufacturer narrative:
The reported sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode observed. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer reported receiving a low sensor scan of 87 mg/dl and had experienced an adverse event . The customer further reported that they were brought to the ER due to the reported issue and received third party medical treatment however, the customer refused to provide further information. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. The customer reported receiving a low sensor scan of 87 mg/dl and had experienced an adverse event . The customer further reported that they were brought to the ER due to the reported issue and received third party medical treatment however, the customer refused to provide further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and investigated. The sensor plug was seated in the mount properly and no damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode s were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.